Manufacturer narrative:
Device received with corroded battery tube. Device received with blank display due to corroded electronic assemblies. Unable to perform displacement test, self test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test and current measurements due to display anomaly. Therefore, unable to verify critical pump error (open book image) due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had open book image on the pump screen. Customer¿s blood glucose level was unknown at the time of incident. Customer was asked to return the broken pump in storage mode for analysis. Customer was advised that the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.